Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. (B)(4).

Event description:
Per user facility medwatch form, #(B)(4) attached to this report. Device is not available for return.